Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis and high blood glucose of 774mg/dl. The caller requested assistance with retrieving the basal rates because they would like to increase it by 10 percent. Assisted the caller with the settings. Troubleshooting could not be performed as customer was with his endocrinologist at the time. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.